Manufacturer narrative:
D9: date returned to mfg.: unknown b3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device displayed error 41541¿ was confirmed. The probable cause was a faulty lock sensor and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed error 41541. There was no patient involvement/harm reported.